Event description:
The customer reported erroneously elevated triglyceride result (333 mg/dl) on one patient generated on the unicel dxc 600p synchron chemistry analyzer. The erroneous result was reported out of the laboratory; however, patient treatment was not impacted by this event. The customer stated the sample was from a lab employee and the high value was not believed because it did not match the employee's historical results. The customer repeated the result and lower result (74 mg/dl) was obtained. The customer troubleshot the event and was informed by the technician, who ran the instrument on (B)(4) 2012, that the tg cartridge ran down to zero tests at the same time the erroneous result was generated. The customer stated one other patient from this time period gave a result suppressed, (rx1 rate hi per proservice) and was normal when repeated (data not provided). The sample was serum that was collected on (B)(6) 2012 in a 13 x 100 primary cap pierced tube. The sample was centrifuged at 3000 rpm for 10 minutes and ran on (B)(6) 2012. The customer stated the preventive maintenance (pm) was done on this instrument on (B)(6) 2012. Controls were ran before and after the event and has been within acceptable range with the exception of one data point on (B)(6) 2012.

Manufacturer narrative:
The customer requested service to investigate the event and check the dxc and run photometer verification testing (pvt) since they had a high tg qc values on initial and repeat tests. On (B)(4) 2012, a field service engineer (fse) was dispatched and performed the following: completed pm a on cartridge chemistry (cc) side; ran precision on tg qc, all test and precision was satisfactory. Customer called back on (B)(6) 2012, and reported issue still occurring. The fse returned on (B)(4) 2012, and replaced the sample probe on the cartridge chemistry side. This did not resolve the issue, per tg precision run. The fse returned on (B)(4) 2012: verified photometer lamp calibration. The fse performed photometer verification testing (pvt) 2, 3, and 5, which all passed. The fse replaced a broken cuvette and ran tg precision. The cause of the event was an unknown hardware malfunction; repairs have resolved the issue.